Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead impedance was elevated. The impedance had increased following a positron emission tomography (pet) scan. The physician decided to the leave the lead implanted and monitor the lead. The patient was a participant of the adapt response study. No patient complications have been reported as a result of this event.